Event description:
Tip of catheter broke off in pt. Radiologist was performing an aorto-iliac aortogram with run off. As the catheter was being removed from iliac artery, the tip sheared off and remained in artery. Vascular surgeon performed a basket snare and retrieved the tip in its entirety. The catheter had been inserted in the right femoral artery via a 5 1/2 fr transducer. Catheter event: 10:30 am 05-11-98. Corrective procedure completed: 14:00 pm 05-11-98. Pt kept overnight for observation.